Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when a pair of forceps was inserted into the scope, the sponge from the biopsy cap was dislodged and went into the working channel of the scope. After the procedure was completed, the dislodged sponge was retrieved using the pair of forceps. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.